Event description:
Customer reportedly received results of over 200 mg/dl and 108 mg/dl within 10 minutes on the advantage system. Meter was not coded correctly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter alleged obtaining a result of 108 mg/dl on the aviva system compared back to back with a result of 28 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that he had passed out 10 minutes prior to the result obtained on his aviva system. Reporter sated that the paramedics gave him cranberry juice as treatment. Reporter stated that he was taken to the hospital, kept overnight and his insulin was reduced. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.